Event description:
It was reported, the patient's stimulator was explanted because, it was "malfunctioning."

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 7435 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3998 lot# lb5158 serial#, implanted: 2003 (B)(6), explanted: product type lead. (B)(4). Analysis of the extension (serial# (B)(4)) revealed no anomaly. Analysis of the implantable neurostimulator (serial# (B)(4)) revealed normal end of battery life. Analysis of the lead (serial/lot# unknown) revealed no significant anomaly. Analysis of the extension (serial# (B)(4)) revealed a conductor broken within 10 centimeters of the connector area.